Event description:
It was reported the pt (B)(6) experienced an increased recharge burden beginning approx (B)(6) 2013. The pt later reported experiencing difficulty establishing communication between her ipg and external devices (charging system and pt programmer). Add'l charging systems and pt programmers were tried to no avail. The ipg now appears to have completely discharged all power. Surgical intervention will be undertaken at a later date to address the reported issue. It was noted the pt's ipg was implanted approx (B)(6) 2011 (exact date unk).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.